Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced during evaluation. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.